Manufacturer narrative:
The product was returned for analysis and broken haptic was observed in the nozzle. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. What appears to be one haptic is broken/scattered from before the depth guard to the nozzle tip. The remaining iol was returned in a zip lock bag, one haptic is broken torn, the other is adhered to the optic with solution. The optic is fractured. The complainant indicates the use of non-company viscoelastic as a viscoelastic which is not qualified for use with the associated iol (intraocular lens) model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, iol was clogged at the tip of the cartridge device had passed through the wound during iol insertion. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).